Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
Rp.000347 - the dentist reported that 1 month after two dental implants were installed in intraoral regions #24 and #25 it was verified their non-osseointegration. Eighty ncm of primary stability was achieved and immediate load was performed. Patient presented bone type ii.